Event description:
It was reported that during an unknown procedure the surgeon found that two staples extruded after removing retaining cap but he still used the device. The distal staples were malformed after the firing. Changed to another reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle the analysis results found that the reload was received in good visual condition and with the proximal 32 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.